Manufacturer narrative:
Additional information: h6, h11. The device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy for a pediatric patient, an external blood leak was observed at the "unfractionated heparin syringe and blood returned to the tubing" of a prismaflex hf20 set. The syringe contained 750iu (international units) of unfractionated heparin and 0.9% nacl, and "between 30 and 60ml approximately of the mixture of syringe and blood" leaked. There was no report of serious injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Prismaflex hf20 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to provide continuous renal replacement therapy (crrt) to treat low weight (8 kg to 20 kg) and low blood volume patients or patients who have acute renal failure, fluid overload, or both, and who cannot tolerate a larger extracorporeal circuit volume in an acute care environment during the coronavirus disease 2019 (covid-19) pandemic. Should additional relevant information become available, a supplemental report will be submitted.